Manufacturer narrative:
Batch review performed on 05 march 2020: lot 1810113: (B)(4) items manufactured and released on 07-feb-2019. Expiration date: 2024-01-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional devices involved batch reviews performed on 05 march 2020: gmk-sphere 02.12.0210fr tibial insert fixed sphere flex size 2/10 mm r (k121416) lot 186055: (B)(4)items manufactured and released on 29-nov-2018. Expiration date: 2023-11-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.1202r tibial tray fixed cemented size 2 r (k090988) lot 171148: (B)(4) items manufactured and released on 28-june-2017. Expiration date: 2022-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting stiffness and pain in the knee. The cause of the knee stiffness and pain is patella baja. 7 months after primary surgery the surgeon revised successfully the knee swapping the femoral and tibial components.